Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6)2025 the user reported experiencing a low bg of 50 mg/dl followed by hyperglycemia up to 400 mg/dl while using the ilet. The user treated the low bg with glucose, candy, and an emergency gvoke glucagon injection administered by a caregiver, then manually stopped insulin delivery and used fast-acting insulin to correct the high bg. No ems or hospitalization was required.